Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/01/2017 with the following findings: there were loss of prime alarm warnings observed in the black box history associated with zero force. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The investigation was unable to duplicate the initial complaint about a loss of issue. The pump cover was removed and the force sensor flex was found to have an open cracked intermittent trace. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.